Manufacturer narrative:
Additional information: some parts of the stent were still in the delivery catheter when is was removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a lesion in the mid right superficial femoral artery, deployment issues occurred with the everflex entrust 6x150x120 stent. The stent passed through a previously deployed stent. Lock pin was checked for securement and then removed prior to deployment. The stent was only partially deployed (2cm) before becoming stuck. When the deployment wheel was used,the golden part of the device handle was pushed out. The instructions for bail-out handling,was used. Upon removal of the stent catheter, parts of the stent were found to be broken and were removed. The broken stent was then covered with a new everflex stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis image 1 and 2: both images depict the everflex entrust device with the gold inner sheath protruding from the space of the red locking pin. Product analysis the device was returned with red safety tab out of the device in a dismantled state and with a portion of stent observed to be exposed. The pull cable was detached from the device and attached to the thumbwheel scroll, and the broken portion of partially deployed stent was returned. The device was identified as 150mm by the strain relief. Approx 7mm of the stent was observed to be exposed. It was noted that the strain relief was broken and the handle assembly was dismantled upon visual inspection, bunching was noted at different regions on the silver outer sheath. Additionally, multiple kinks were found on the tube that presents inside the handle, the returned broken stent portion was measured as 15mm the back hub port was found to be detached from the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.